Event description:
It was reported that the implantable cardioverter defibrillator triggered a red alert due to high, out of range shock impedance of 132 ohms. The overall trend had increased from approximately 60 ohms at implant to 100 ohms currently. The patient's thoracic impedance was also trending higher. A chest x-ray and provocative maneuvers while in clinic did not reveal any lead abnormalities. Re-measuring resulted in a lower impedance value and the physician elected to increase the alert threshold to 150 ohms. Technical services recommended enabling all applicable alerts on the device to closely monitor the lead performance. The rv lead remains implanted and in service and no adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator triggered a red alert due to high, out of range shock impedance of 132 ohms. The overall trend had increased from approximately 60 ohms at implant to 100 ohms currently. The patient's thoracic impedance was also trending higher. A chest x-ray and provocative maneuvers while in clinic did not reveal any lead abnormalities. Re-measuring resulted in a lower impedance value and the physician elected to increase the alert threshold to 150 ohms. Technical services recommended enabling all applicable alerts on the device to closely monitor the lead performance. The rv lead remains implanted and in service and no adverse patient effects were reported.